Event description:
On (B)(4) 2013 it was reported that the patient had undergone a full revision surgery due to a right side infection in the past. No further information was provided. Good faith attempts for additional information have been made to the physician but no additional information has been received.

Event description:
On (B)(6) 2013 it was reported that the vns patient underwent a full revision surgery on (B)(6) 2013. ¿other¿ was marked as the reason for replacement and a handwritten reason was given but the handwriting was illegible. The lead impedance after surgery was noted to be ¿ok¿. Clarification on what the reason for the full revision surgery was has been requested but no further information has been received to date.